Manufacturer narrative:
During an aneurysm coil embolization, when trying to reposition the 4x10 mini complex fill orbit coil (638mf0410), it broke. The coil stayed partially in the aneurysm and the rest of it in the basilar artery. The event required intervention to prevent permanent impairment. After the event the patient was stable. No further has been obtained in response to multiple investigative attempts. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and kinks were found. No damage was found on the support coil. The introducer was unzipped, not damaged and residues of dry blood were observed inside. The gripper was found without damages and residues of dry blood were noted. Part of the embolic coil was found attached to the gripper, the part after the soldered area was not provided. A y-valve was found over the hypotube. The od was measured and was found within specification. The gripper and the embolic coil were inspected under microscope and the gripper was not damaged; the embolic coil was separated after the soldered area. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. A review of the manufacturing documentation associated with final lot 13471406 and coil subassembly lots 14059878 and 14059879 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported coil separation that resulted in coil protrusion out of the aneurysm was confirmed. The cause of the damages found over the unit could not be conclusively determined, however neither the analysis nor the DHR indicate that it is related to the manufacturing process. The instructions for use cautions that manipulation of the device against resistance and repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the coil. It additionally precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. Based on the lack of procedural information pertaining to the procedural use of the device, no conclusion can be made regarding factors that may have contributed to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The report indicated that when the physician tried to reposition the coil, it broke during treatment for aneurysm embolization. The coil stayed partially on the aneurysm and the rest of it in the basilar artery. The event required intervention to prevent permanent impairment. After the event the patient was stable.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the following information was accidentally not included in the initial medwatch: it was stated that the product will be explanted on (B)(6) 2011. Additional information will be submitted within 30 days of receipt.